Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported whether the patient was hospitalized for the event. Dianeal therapy was ongoing. On an unreported date, the patient was treated with reflin injection (1 gram per day, route not reported), fortum injection (1 mg per day, route not reported) and heparin injection (2500 international units [iu], 0.4 ml per exchange and route not reported) for the peritonitis. The cause and outcome of the peritonitis were unknown. No additional information is available.